Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, hip. It was reported that the driver shaft broke near the flex portion of the bit. Patient was visually inspected to ensure all pieces were removed. Rep reported there was no surgical delay, and that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed based on evaluation of the returned device. Conclusions: the device was returned for evaluation. The flexible portion of the screwdriver shaft is returned damaged. The threads are twisted and bent out of shape. Examination of the returned device with engineer indicated that the device is worn due to in service use. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time.

Event description:
Primary procedure, hip. It was reported that the driver shaft broke near the flex portion of the bit. Patient was visually inspected to ensure all pieces were removed. Rep reported there was no surgical delay, and that x-rays, medical records, and additional information are not available due to hospital policy.